Event description:
It was reported that the arctic sun device with windows log in error. Per follow up information received via email on (B)(6) 2023, when biomed spoke to technical support biomed was not able to reproduce the error. No further information on what the actual error was.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the biomed was unable to reproduce the error. A device history record review was not required as the reported event was unconfirmed. As the reported event was unconfirmed, labeling review was not required. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device with windows log in error. Per follow up information received via email on 24jan2023, when biomed spoke to technical support biomed was not able to reproduce the error. No further information on what the actual error was.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.